Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, damage to the retaining bracket was found. This caused a weak light during the measurement of light intensity. In the error log was found errors from blue and violet led. The led unit will be replaced as recommended. No other faults were found. Olympus will continue to monitor field performance for this device.

Event description:
During a preventative maintenance, the olympus (poland) field service representative became aware the customer visera elite ii video system center¿s light output level was below standard specifications and the violet colored light emitting diode (led) lamp errors, e10 code. No patient injury or harm was reported to olympus. The equipment will be returned to the regional repair center for evaluation.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.